Manufacturer narrative:
Not fei based: the MDR report for this case is not fei based for the initial and follow up report no. 1. The MDR report no. Was missing the digits 968 and stated to be 3002807-2015-00033 instead of 3002807968-2015-00033. Was filled in in the initial report but should have been left blank.

Manufacturer narrative:
This is a resubmission of the follow-up no 1 MDR, in which MFR report # was incorrectly stated as cfn-based rather than fei-based (3002807-2015-000033 rather than 3002807968-2015-000033). No fields, in addition to MFR report # have been changed since the original submission.

Manufacturer narrative:
Radiometer is currently investigating the root cause of this problem. The results of the investigation will be included in a follow-up report. (B)(4).

Event description:
On (B)(6) 2015 at 13:03h, a patient blood sample was measured on the abl825 analyzer with the following results: lactate: 6.3 mmol/l (56.8 mg/dl), ph: 7.220. State of health gave reason to measure the sample again. A comparison measurement was done on the same sample at 13:12h on an abl90 analyzer, giving the following results: lactate: 1.4 mmol/l (12.6 mg/dl), ph: 7.387. Based on the results and the condition of the patient, the customer reported the ph measurement from the abl825 as false low and the lactate result from the abl825 as false high.